Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received both high and low readings and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as "fainting and eyes rolling back when glucose is low; hallucinations and screaming when glucose is high" and was unable to self-treat. As a result, a healthcare professional provided grape juice and honey for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, customer reported receiving readings of 60 mg/dl and 400 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.